Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to an infection. This was a revision of a revison. The surgeon found the patient was infected and tried to do a washout and everything came out of the patient. After trying to replace the implants during the surgery, the surgeon found this was not going to work after all. The patient was grossly infected so the current implants came out. At this time, no djo components are in the shoulder. Only antibiotic spacers went in.